Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the video system center exhibited no image, when shaking the connector, due to faulty scope socket. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10. Additional information added to field h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 05 years since the subject device was manufactured. Based on the results of the investigation, it is likely the no image issue occurred because electrical communication was not conducted properly due to video connector socket failure. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.